Manufacturer narrative:
The axium frame coil has not been returned for evaluation as it was discarded; product analysis cannot be performed. The device was not returned; therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Per fitz roy¿ detachable coil and axium¿ i.d. (Instant detacher) instructions for use (IFU): if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ mdrs related to this event: 2029214-2018-00340, 2029214-2018-00341. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of a small unruptured saccular aneurysm located in internal carotid artery, measuring 3.5mmx3mm, this coil would not able to detach with using after three attempts made with instant detacher. No patient injury was reported. No further information available.